Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. A literature review titled outcome of abdominal wall hernia repair with permacol biologic mesh, in the journal of the american surgeon, volume 79, october 2013, states a retrospective review was conducted of 195 adult patients who underwent abdominal wall hernia repair with permacol between october 2007 and july 2011. All operations were performed in 14 (B)(6). Complications included infection in 26 patients, and recurrence in 23 patients. This ftr is for one of the recurrences.